Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported failure. He turned on the device and an error code associated to the cooling compressor was displayed. He measured an high leakage current and traced the reported event to a compressor damage. The unit was scraped from service. The root cause is a hole of the evaporator which can be generated by the stirrer flow in the tank. Consequently, the refrigerant escapes from the cooling circuit and water may enter inside. The compressor failure led to an increase of the leakage current of the device and the circuit breaker was tripped.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the fuses during procedure. There was no report of patient injury.